Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a fatal error had occurred on the underlying data source. A technical support specialist (tss) ran a knowledge article (controlling the purge in es 1.5.x - 1.11.x - purge recovery, purge queue growing faster than deletion or purge failure for extended period of time.) To control purge steps by altering the index and shrinking the database again. The station database had initially dropped from 10gb to 8gb. Upon dialing into the station, it was found that the database had bloated to more than 10gb. The tss then shrank the database again, but it still remained at 9gb. The tss had managed to reduce it to 8gb. The tss had confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es fatal error occurred on the underlying data source. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.